Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was filled with 1400mg of fluorouracil hs in sodium chloride 0.9% with a total fill volume of 252ml. The reporter stated that when the device was disconnected, there was fluid remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Mfg date: device manufacture date: august 19, 2016 ¿ august 20, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the reported condition was determined to be micro air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.